Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable won't attach properly. No patient injury reported.

Manufacturer narrative:
Other text: h6 codes updated. One device was returned for investigation in good condition. A cassette was attempted to be attached to the device but the alarm "cassette not attached" appeared on the device. The root cause of this issue was found to be the downstream occlussion (dso) sensor being inoperable. The dso sensor was replaced to resolve the issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6: health impact and health effect updated.